Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
The customer reported the touchscreen will not calibrate. The customer reported that the problem was discovered during unit setup. The unit was not in use on a patient at the time of the reported problem. The customer has examined the touchscreen for damage and residue and is reporting none. The remote manufacture service technician recommended ordering and replacing the touchscreen. The customer declined support and repairs at this time.